Manufacturer narrative:
(B) (4)

Event description:
It was reported that in the morning, the patient's device was coming on and caused her pain. The patient indicated this had happened since having a CT scan. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.